Event description:
It was reported that the pump displayed motor error. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal intact, and the top case and the right plunger case were found cracked. A review of the event history log found evidence of motor rate error in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was duplicated. The root cause of the problem was that the worm coupling did not operate as intended. This was considered normal wear as the pump was over 10 years old. To resolve the problem, the worm coupling was replaced. In addition, the leadscrew and clutch halves were replaced as a preventive measure.